Manufacturer narrative:
An event regarding damage involving a restoration adm trial was reported. The event was confirmed. Device evaluation and results: the trial implant was returned. The rubber seal on the inside of the head was not returned with the trial. Significant scratch marks and gouging were noted around the device. Examination of the returned device with material analysis engineer indicated seal was not returned. Damage consistent with explantation observed. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: visual inspection shows that significant scratch marks and gouging were noted around the device. Furthermore, examination of the returned device with material analysis engineer indicated seal was not returned. Damage consistent with explantation observed. The reported event of the trial not working properly could not be duplicated or confirmed as the seal on the trial was not returned and therefore a functional could not be performed. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As the dr was reaming the acetabulum, the reamer shaft handle came undone. We tried the second reamer shaft inside tray and it also came undone. The 58 trail head in the system was not working properly. The seal inside the head detached itself when trailing and the head seem damaged from the outside. Right hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As the doctor was reaming the acetabulum, the reamer shaft handle came undone. We tried the second reamer shaft inside tray and it also came undone. The 58 trail head in the system was not working properly. The seal inside the head detached itself when trialing and the head seem damaged from the outside.